Event description:
A vaxcel mini port was being placed for therapeutic purposes in 2005. During placement, upon attempting to secure the catheter to the locking collar by tightening down, the collar cracked. Another unit was used instead.